Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.

Event description:
Additional information received indicates the ipg was explanted and replaced to address the issue.

Event description:
It was reported the patients ipg displayed the message "replace generator soon'. The device is still providing therapy. Surgical intervention may be pending to address the issue.